Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device is currently shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided when the examination results are available.

Event description:
(B)(6). Delivery inaccuracy: pump not infusing at correct rate.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the provided sample was subjected to a visual and functional examination. The drive was not in parking position and the claws were not in open position. The housing of the drive head was found cracked. The pca locking mechanism was found damaged as well. After the visual examination the device was connected to a power supply. After connection, the display remained dark. An analysis of the history files and further tests were not possible. The perfusor was disassembled. The motherboard, the ribbon cable of the operating unit and the ribbon cable of the piston break were damaged by liquid. The drive head has to be subjected to a massive external force. An examination of the perfusor space respectively the flow rate was not possible. The perfusor space was damaged by liquid and a massive external impact against the drive head. Following is described in the IFU: · prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. · if the pump falls down or is exposed to force, it must be checked by the service department.